Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, approx 400mls of prime solution was held up in the cardiotomy reservoir. The perfusion circuit was primed with plasmalyte, mannitol, sodium bicarbonate, and heparin. After the pt was heparinized and cannulated, the cv surgeon assessed the quality of conduits that would be used for CABG. The cv surgeon elected to prepare the right internal mammary artery before the initiation of cpb. The perfusionist had previously aspirated some heparinized sucker blood back to the cpb circuit, during the cannulation process. Since cpb would be delayed, the perfusionist elected to recirculate the prime solution during this wait period. Recirculation was accomplished by keeping the arterial line clamped to the pt, and keep a recirculation line open back to the cvr. During the start of recirculation at a low flow rate, there was about 600 ml in the reservoir. A few mins later, the perfusionist noticed that only 200 ml of fluid was contained in the base of the cvr. The act of the pt was greater than 425 seconds during this period. The perfusionist stopped the arterial pump and closed off the recirculation line. In about 1 min, the 400 ml of blood that appeared to be slow in passing through the cardiotomy portion of the reservoir had drained back to the base of the cvr. Again, the base of the reservoir contained 600 ml of fluid. Shortly after, cpb was initiated and cvr drainage appeared adequate throughout the bypass period. There appeared to be no hold-up in the cvr and there was no issues with gas transfer or heat exchange. The pt was weaned from cpb w/o difficulty and was discharged to ICU in good fashion. There was no add'l blood loss from this incident and there was no delay in the procedure. The case was completed successfully. The pt was discharged a few days after the procedure, and continues to do well.

Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).